Event description:
Following full revision surgery, the patient reported that he did not feel good and that he thought his settings were too high. He was experiencing voice alteration, dizziness, nausea, vomiting, and walking difficulties. The physician lowered his setting outputs to 0ma except for his magnet output in case he needed seizure rescue. The device diagnostics at this time were all normal. In the office, he said he felt better after the device was off and they thought maybe he just needed to rest his nerve after the surgery. A couple of days after this appointment, the patient was admitted to the hospital as he was experiencing more dizziness, vomiting, esophageal irritation, and excessive belching which was attributed to vagus nerve damage per the hospital staff. In the hospital, they also diagnosed him with decreased gastric emptying and confirmed esophageal irritation all related to the nerve damage. Information was received from the surgeon that there was no obvious nerve damage, i.e. Transection, cauterization, unnecessary traction, that occurred during the surgery. She notes that there was scar tissue around the coils and nerve and dissecting it off to place a new lead always introduces a chance of nerve irritation or injury which may not grossly visible. She noted that she is unsure how the walking difficulties could be related to a vagus nerve injury. The surgery went as expected with no intraoperative events or complications. No further relevant information has been received to date.

Manufacturer narrative:
(B)(4).